Manufacturer narrative:
Device eval: the eval has not been completed. A review of the device history record did not reveal any exception documents. A f/u report will be submitted when the eval has been completed. Eval method - process eval.

Event description:
The customer reported that during an angiographic procedure the rotator broke at 1091 psi. There was spray. No harm or injury was reported.